Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. The patient was in good condition and would continue to be monitored.